Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical service manager reported a tear during a laser assisted cataract procedure. The patient was positioned as usual. The surgeon docked and set control points were as usual. The laser portion of the cataract procedure was completed and the capsulotomy looked to be free floating. After the doctor came out of the operating room, it was reported that there was a small tag at 7 o'clock position. Doctor later reported that it was a tear. The original intraocular lens was used. The surgeon is unsure of what caused the tear.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).